Manufacturer narrative:
A sample is in transit to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a handpiece occluded. At the time of this report, it was unknown if the event occurred during surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. A sample was received at manufacturing site.

Event description:
Additional information has been received from the nurse. The handpiece did not occlude during surgery. The occlusion was found when cleaning after surgery. There was no patient involvement.

Manufacturer narrative:
Evaluation summary. A sample was received. A visual assessment of the returned sample found no visual defects. Functional testing was performed on the returned handpiece to test for nonconformity. The handpiece was able to successfully pass the ground resistance test. The handpiece was then connected to a calibrated infiniti vision system v3.0 in which it was able to prime and tune. A flow test was performed to check of occlusion within the handpiece which also came to no problems observed. A stroke test was performed to check the ultrasound and torsional stroke lengths and both were found to meet specification. The reported event of occlusion with the handpiece was unable to be replicated. The root cause of the reported event cannot be determined conclusively. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. (B)(4).